Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that a few days ago they noticed they needed a break from the stimulation. Caller stated they can't get the stimulation to stop working and they want it completely stopped. Caller stated the therapy comes on and then goes off, but they want it to stay off. Caller added that the stimulation keeps on going on their legs and doesn't go on their back where they need it. Agent walked caller through connecting the handset and communicator to the implant. Caller turned therapy off. Agent reviewed with caller to monitor the issue and call back if it persists.